Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date the patient underwent three level anterior cervical discectomy fusion . Post-op, the surgeon found three broken screw in cervical vertebrae of the patient as seen on radiograph film. On (B)(6) 2017 the patient revision surgery as a result of the event. The broken screws were replaced with different products and level of treatment was extended. Tips of the three screws remain in patient cervical vertebrae. The patient had not achieved solid fusion.

Manufacturer narrative:
Product analysis: a microscopic review of the fracture surface of the screw returned identified ratchet marks and progressive convex striations, which are indicative of fatigue to mechanical failure of the screw. There was no material defect noted near the area of crack propagation. The minor diameter was checked and the part met print specifications. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.